Manufacturer narrative:
Results: evaluation of the returned unit found that the unit has power and passes functional tests. However, there is battery leakage and corrosion inside battery compartment, battery springs are bent and the voice is static when set to voice and tone or voice only modes. (B)(4).

Event description:
Customer reported the alarm has no power. Batteries have been replaced with a new supply. No visible damage to the outside of the alarm was reported. Customer did not provide a date when issue was discovered. No pt incident or injury was reported.